Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified higher sensor scan results and counter injected with insulin. The customer then experienced hypoglycemia with symptoms of trembling, and sweating. The length of sensor wear was 4 days, and it is unknown whether the customer noted a trend arrow on the device. The customers caregiver then administered glucagon intravenously and obtained a sensor scan reading of 300 mg/dl compared to a reading of 53 mg/dl obtained on a competitor brand meter. No further treatment was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time, the product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified higher sensor scan results and counter injected with insulin. The customer then experienced hypoglycemia with symptoms of trembling, and sweating. The length of sensor wear was 4 days, and it is unknown whether the customer noted a trend arrow on the device. The customers caregiver then administered glucagon intravenously and obtained a sensor scan reading of 300 mg/dl compared to a reading of 53 mg/dl obtained on a competitor brand meter. No further treatment was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Sensor state 7 with event log [11] and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly) and it was observed that antenna got detached. A further extended investigation was conducted. Visual inspection was performed on the returned sensor puck and its printed circuit board assembly (pcba). The inspection revealed cracks on pcb surrounding u1 asic (application specific integrate circuit) and antenna leg lifted from the pcba. The sensor data in initial scan was reviewed and observed that sensor was in state 8 (error termination). Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Unable to perform functionality testing on the returned sensor due to the extent of damage, sensor is no longer able to scan using evm (evaluation module). The observed damage to the pcba such as the cracks surrounding the u1 (asic) and antenna damage prevents functionality testing to be performed on the returned sensor. This damage was caused during de-casing in previous phase. Unable to continue with the investigation as sensor is no longer in a condition to perform the functionality test, therefore this issue is unable to test. Section h6 (investigation findings) code c20 (no findings available) and d15 cause not established was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified higher sensor scan results and counter injected with insulin. The customer then experienced hypoglycemia with symptoms of trembling, and sweating. The length of sensor wear was 4 days, and it is unknown whether the customer noted a trend arrow on the device. The customers caregiver then administered glucagon intravenously and obtained a sensor scan reading of 300 mg/dl compared to a reading of 53 mg/dl obtained on a competitor brand meter. No further treatment was provided. There was no report of death or permanent impairment associated with this event.